Event description:
Revision surgery was performed on (B)(6) 2022 due to knee pain. Previous surgery was performed on (B)(6) 2018 and following components were implanted: - physica kr femur comp. Left #8 (part number 6511.09.580, lot 15as0ah, sterilization (B)(4)), - physica fixed tibial plate #8 (part number 6522.15.080, lot 1714230, sterilization (B)(4)), - physica kr tib. Liner left #8 (part number 6532.50.811, lot 15at1cb, sterilization (B)(4)). Patient had continuous pain in left knee. Patient had a manipulation that did not help and resulted in a knee revision, with explantation of above-mentioned original components and replacement with new knee system. Patient is male. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records did not highligh any pre-existing anomaly on involved batches that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.